Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at night (unknown time). The patient reportedly manages his diabetes with insulin (unknown type) through pump therapy and denied making any changes to his medication. He claimed that the following morning he was "sick and couldn't remember the entire day" but denied requiring any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. It was not known what type of batteries the patient had installed but they were 2-3 weeks old. Replacement products were sent to the patient and subject products were requested back for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (6/10/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/26/2013 and 5/21/2013 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.